Manufacturer narrative:
(B)(4). There are multiple issues - both product related and non-product related - that may extend the time the patient is on cardiopulmonary bypass and the rate of certain complications can increase with an extended cardiopulmonary bypass time. In this case, the surgeon made multiple attempts to mitigate the observed regurgitation; however, the regurgitation persisted and the valve was exchanged. These interventions with exchange of the device may have contributed to prolonged bypass time. The explanted device was not returned to edwards for analysis because it was discarded at the hospital. Without return of the device, edwards is unable to conclusively determine the root cause for this event, or confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this bioprosthetic aortic valve was explanted at implant due to regurgitation. Though obtained information, it was learned that after implantation of this 21mm pericardial bioprosthesis, toe revealed significant aortic regurgitation with "quite a large paravalvular leak at the far left hand side of the non-coronary sinus." The aorta was re-opened and extra sutures were placed. Toe still showed moderate to severe aortic regurgitation, "some of this seemed to be coming through the valve and some of it seemed to be coming from somewhere more anteriorly." The leaflets appeared to be not coapting properly on toe; therefore, this was excised and replaced with a 19mm pericardial bioprosthesis. The patient was coagulopathic and was treated with blood products. The valve was well seated and the patient was taken to the ICU she were was later discharged.